Event description:
The customer confirmed the event occurred during an unknown therapeutic procedure. The procedure was completed with a replacement device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, a correction to h8 and customer follow up. H8: correction to usage of device. B3, b5: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the video did not function properly due to a cable failure. However the root cause of the cable failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the cable part was twisted, the connector electrical contact had corrosion, the connector part was cracked, the head part scope mount had corrosion, the head main body had scratches, and the head part main body had deposit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the hd camera head had no image. There was no harm or user injury reported due to the event.